Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual and dimensional inspections were performed on the returned device. The reported kink and separation were confirmed. The investigation was unable to determine a conclusive cause for the reported kink; however the shaft separation appears to be related to user error. Reportedly the mini trek was continued to be used after a kink was noted during advancement to the lesion. It should be noted that the coronary dilatation catheters, mini trek rx, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. The leak could not be replicated in a testing environment due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The leak and physical resistance appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x12 mini trek met some resistance during advancement to the moderately tortuous and moderately calcified lesion in the posterior descending coronary artery (pda). A kink on the mini trek was noted, but the procedure continued. The mini trek reached the lesion and was inflated between 6 to 8 atmospheres when blood was noted in the inflation device. The mini trek did not hold pressure and was removed from the anatomy. It was then noted that only the proximal shaft of the mini trek was removed. The two prowater guide wires (one in the pda and the other in the posterior-lateral artery) were pulled into the guide catheter until the mini trek was inside the guide catheter. All devices were removed as a unit. The entire mini trek was removed from the anatomy. Another mini trek was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.